Event description:
It was reported that the pt's guardians noticed an obvious decline in auditory performance after a head trauma in (B)(6) 2010. Problems with external parts have been excluded. Testing performed on (B)(6) 2010, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.